Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 159 mg/dl at the time of incident. The customer ran fixed prime. The customer stated that the insulin did not exit and the insulin pump did not alarm no delivery. The customer stated that they were unable to perform plunger push. The customer was advised that the alarm may have been caused by a set/reservoir occlusion. The reservoir will not be returned for analysis.